Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had wear at a fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a hole with a leak at the corner of a fold in the proximal end. The second cylinder was microscopically examined and had wear at a fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage test. The reservoir was microscopically examined and had wear at a fold in the reservoir shell. The reservoir passed leakage test. The momentary squeezed (ms) pump was microscopically examined, and contamination was found within the ms pump, therefore the pump was not functionally tested. The ms pump kink resistant tubing (krt) was worn to the filament. The ms pump first cylinder krt had a hole from fatigue. The ms pump had a leak in the krt due to fatigue.